Manufacturer narrative:
New information corrects the date of implant.

Event description:
Additional information was received stating that the vns patient¿s device was tested and diagnostic results showed lead impedance (dc dc ¿ 3) within normal limits. The patient¿s device was believed to be working as expected. It was reported that the patient¿s increase in seizures was stress-related as well as testosterone hormone -related as the patient was undergoing a sex change at the time. It was reported that the suture used to secure the patient¿s generator may no longer present; however, there was no evidence to suggest that the implanting surgeon did not use the proper suture. The neurologist was unable to confirm that the patient¿s device was moving with stimulation as reported by the patient and suggested that there may be a psychological component to some of the patient¿s reported issues.

Event description:
It was reported that the vns patient was experiencing an increase in seizures and can physically see the device move with stimulation. The patient previously reported that her device ¿flipped¿ and that she could see it ¿vibrate when it stimulates.¿ the patient has been referred to a surgeon to have x-rays taken; however, the patient has not seen the surgeon to date. Additionally, no known interventions have occurred to date. It was recommended by the nurse that the patient tape the magnet over the device if stimulation is not tolerable, however, it was reported that the patient has not taken the advice.

Event description:
Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.